Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir compartment is broken and the insulin pump was not holding the reservoir. Customer's blood glucose was high when realizing the damage. Blood glucose value was 301 mg/dl. Customer would be using tape to hold the reservoirs. Customer would contact the doctor to replace the insulin pump.